Event description:
It was reported that a coyote balloon was stuck on the wire. A contralateral access was gained via peroneal artery. A 3.5mm x 220mm x 150cm coyote balloon and 150 cm rubicon 14 were selected for use. During procedure, resistance was noted when rubicon device was advanced over a non bsc 0.14 wire. When the devices was advanced further the catheter buckled and the wire got kinked. The catheter and the wire were removed and replaced a larger catheter size and a new non bsc wire. Subsequently, the coyote balloon was advanced over a non bsc wire to the peroneal site. The balloon was inflated into a nominal pressure, however the balloon could not removed when trying to pull out. It go stuck on the wire. The physician attempted to remove the device by adding one bar of pressure. Finally with force they were able to remove the device from the patient's body. However, the balloon was separated from the catheter. The devices used were removed as a unit. Positioning was lost so the procedure was completed with a new non bsc wire to advance into the lesion and another of the same balloon to dilate the area. The procedure was completed without any further complications to the patient.